Event description:
The pt's device was explanted in 2008, due to "soft tissue and skin infection" over the implant site. No reimplantation plans were reported at the time of this report, sept 10, 2008.

Manufacturer narrative:
This is a final report, filed sept 10, 2008.